Event description:
It was reported that a single low, out of range, high voltage lead impedance measurement was observed. The low impedance was not reproducible and all further tests produced normal results. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
.